Event description:
Pt alleged they were obtaining inaccurately low reading on the ot profile meter such as 0 mg/dl, and 5 mg/dl. Pt is visually impaired and has been having difficulty applying the blood onto the test strip. Pt rec'd a new meter and was using the same bottle of strips and continued to get low readings with single digits. Pt did not have symptoms. Replacing test strips.